Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The '5 of the keys on the keypad aren't working was verified. The cause was determined to be the keypad flex to be loosely connected to the input/output board. The keypad flex was properly connected to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the number's #3, #6, and #9, five keys that were not working were the last row on the right side, upper most soft key for options/clear etc., run/stop during set up. The event occurred in the intensive care unit. There was no patient involvement. No additional information is available.